Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The target lesion was 20 mm long, with <=45 degree bend was located in the mildly calcified and mildly tortuous left anterior descending (lad) artery. A 4.00x20mm promus element¿ plus stent was advanced to treat the lesion. However, when the physician tried to cross the device in the calcified lesion, resistance was encountered and the stent got damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the tip. The stent of the device had been deployed and was not received for analysis. A visual examination of the balloon material confirmed that the balloon had been subjected to positive pressure and deflated prior to return. A microscopic examination found no issue with the devices inner and markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The target lesion was 20 mm long, with <=45 degree bend was located in the mildly calcified and mildly tortuous left anterior descending (lad) artery. A 4.00x20mm promus element plus stent was advanced to treat the lesion. However, when the physician tried to cross the device in the calcified lesion, resistance was encountered and the stent got damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.